Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set bent cannula issue on (B)(6) 2026. The infusion set bent cannula resuliting in occlusion alarm. The blockage was located at the insertion site. The insertion site was the thigh and the bent cannula issue occurred within three or more hours of insertion. No further information available.